Event description:
On (B)(6), 2011, a doctor reported that a patient lost a sybronpro tl implant approximately seven (7) months after placement due to non-osseointegration; the implant was removed by a restoring dentist upon taking impressions.